Event description:
Info received indicates the head high/low function is not working. Bed will go up but slowly drifts back down.

Manufacturer narrative:
The technician isolated the issue to the solenoid valve. He replaced the solenoid valve to repair the bed.